Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, resistance was encountered during device removal. A dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, which released the device from the pt anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.